Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the old style stirrer motor with the new style motor that had already been scheduled to be replaced prior to the event. Calibration and qc run after stirrer motor was replaced were acceptable. Per fse, no new events recorded to date since replacing the stirrer motor. On recur; treatment could be impacted due to erroneous high glucose results. A malfunction will be assumed for the purpose of this report.